Event description:
The customer reported being hospitalized due to hypoglycemia. The blood glucose reading was 13mg/dl. The customer's most recent glucose reading was 98mg/dl. The customer was disconnected from the insulin pump at time of call, and troubleshooting could not be performed. It was stated that the customer was recently hospitalized for cellulites. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.